Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the caregiver (cg) to pull the lines up and down. The cg stated all the clamps were open and there were no kinks in the tubing. The cg stated the home patient (hp) does not use the red color clamp. The cg stated she pulled the spike out of another bag (separation). The tsr instructed the cg to start over using new supplies. On (B)(6) 2010 product surveillance spoke with the cg regarding the spike being pulled out of the bag. The cg stated that she couldn't find the patient at-home guide and thought she had everything connected fine; however, the hc alarmed the check lines and bags. She stated that the hp doesn't use the blue clamp line but when she called gts she was instructed to "pull something out". The cg stated she tried explaining there was no blue clamp to gts but there was just a misunderstanding. The cg stated she ended up pulling the line out of the bag. The cg stated there was no defect with the bag or cassette. The cg stated the hp was recently hospitalized for a septic deltoid (B)(6) infection in both shoulders. The cg stated the hp was doing fine now. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The alarm was not confirmed in the lab due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the event was use error. The cg stated she tried explaining there was no blue clamp to gts but there was just a misunderstanding. The cg stated she ended up pulling the line out of the bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.